Manufacturer narrative:
Concomitant medical products: w1dr01 ipg implanted (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. Undersensing, high thresholds and mode switch were noted on electrograms (egm) on the right ventricular (rv) lead. A unipolar lead impedance warning was also noted on the right atrial (ra) lead. Both leads remain in use. No further patient complications have been reported as a result of this event.